Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2020. They reported that the patient will be getting the ins removed but the date of the surgery was not yet determined. It was noted that the doctor believes the patient was not an appropriate candidate to receive the stimulator. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that there was no cause of the lead being placed too far left was not determined. No explant has been scheduled. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 02-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated the patient that their pocket site is uncomfortable and has been that way since the implant. The caller stated the patient may have their ins removed and the leads would remain. The caller wanted MRI considerations for this. The patient has also not been getting stimulation to their right side since being implanted. The patient is only getting stimulation on their left side. No further complications were reported. Additional information was reported that the cause of the ins pocket being uncomfortable was not determined. The cause of the patient not having stimulation on their right side is due to the placement of their surgical lead being too far to the left. Reprogramming was done, but it was ineffective. The patient's issues have not been resolved. No further information was reported.